Event description:
The facility reported a pump with a failure code 812:05. The event was reported to have occurred during biomed testing. No patient injury or medical intervention has been reported related to this device. No additional contact information was available.

Manufacturer narrative:
Evaluation summary: the device was serviced on-site by baxter technician and the reported condition was confirmed. Battery not being charged caused the reported condition of the failure code 812:05.